Manufacturer narrative:
A software analysis was initiated. However, the software evaluation found that a probable cause was unable to be determined. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was functioning as intended. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a functional endoscopic sinus surgery (fess). It was reported the site registered the patient can received a low registration metric, however, when the surgeon navigated to the sphenoid sinus, the system was 1 centimeter inaccurate. The surgeon continued with the procedure using navigation and mentally compensated for the inaccuracy. It was noted the scan being used was taken on (B)(6) 2019. This issue occurred intraoperatively and did not cause any surgical delay. There was no reported impact on patient outcome. Additional information was received from technical services (ts). After reviewing logs and archives from the issue, ts was unable to determine probably cause noting the trace covered a good range of anatomy and only a few points beneath the model on the patient left. Ts recommended tracing some more points in the posterior direction. It was also noted the green sphere of accuracy did encompass the sinus area.